Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received many inappropriate shocks as well as anti-tachycardia pacing (atp) for atrial fibrillation (af) with rapid ventricular response over the course of two days. It was also noted that the device was incorrectly programmed so that it was under-sensing the af and interpreting it inappropriately. Technical services (ts) analyzed device episode data and recommended reprogramming and medication. Field representative noted that device was reprogrammed. No additional adverse patient effects were reported outside of electric shocks. Currently, this device remains in service.